Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product 5076-52 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was symptomatic without atrial pacing. Upon fluoroscopy image, the right atrial (ra) lead was dislodged, it appeared the patient had ¿twiddled¿ the lead and it was pulled all the way back with no sensing and no capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.